Manufacturer narrative:
(B)(4). Carefusion technical support is awaiting additional info from the distributor, and will be ordering a replacement gas delivery engine as soon as they receive the info.

Event description:
This complaint originated from (B)(4). The distributor reported that the fio2% on one of their ventilators is out of specification by about 12%. The distributor replaced the gas delivery engine (gde), and the problem corrected. The ventilator was on a pt at the time of the incident. The pt was transferred to another ventilator.